Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, mildly tortuous, and severely calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.